Event description:
Additional information was received on (B)(6) 2012, when the physician reported that the headaches and voice alteration were first observed on (B)(6) 2012. The physician noted that the device did not take his numbers entered, especially for the current. No interventions were taken or planned.

Event description:
On (B)(6) 2012, it was reported that the patient was implanted on (B)(6) 2012, and that it took the patient three hours to come out from the anesthesia. The patient has had a problem with headaches since surgery and had "shots in the back of her neck" to treat the headaches. The neurologist believes that the headaches are due to the surgery. The patient was scheduled to have her vns turned on (B)(6) 2012. Good faith attempts for further information were made to the physician but were unsuccessful. The patient's implanted product information was also requested from the implanting hospital but they require patient consent in order to obtain this information and since the manufacturer does not have patient consent, the information cannot be obtained.